Manufacturer narrative:
Continuation of medical devices: product ID w4tr01, serial# (B)(4), implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a left ventricular (lv) lead warning was trigger due to out of range impedance measurements. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the impedance measurement was low.